Event description:
50 minutes into dialysis treatment pt began to complain of chills, nausea and chest tightness. Temperature elevated to 100.3 treatment discontinued and pt transferred to another hosp.